Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited noise through the device. The physician tried a new device and the same issue was observed. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.